Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was a loss of prime warning associated with a low force observed in the black box history. An ¿ez-prime¿ sequence and (B)(4) hour duration test were able to be successfully completed with no alarms or loss of prime warnings duplicated. The force sensor calibration check did show that the pump was detecting the correct force. There was no contamination or damage found to the force sensor circuit when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that they have had multiple instances of loss of prime. The reporter also stated that the problem persists after multiple cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.